Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. (B)(4).

Event description:
It was reported that a cartridge alarm occurred during basal delivery. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer cleared the alarm and resumed insulin therapy.